Event description:
Customer was getting high readings and was dosing medication based on those readings. Family member found the customer passed out and tested pt blood glucose and received a result in the 30's mg/dl. The customer was taken by ambulance to the hosp. They tested pt's blood glucose and received a result of 35mg/dl. The customer was given food to eat and an IV. They were admitted into the hosp. A request was made for the return of the suspect device and replacement product was sent.